Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2018, that on (B)(6) 2018, the transmitter had issues. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The share log data was reviewed and failed. The reported event of transmitter issue was confirmed. The probable cause cannot be determined. No additional event or patient information is available.